Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the left circumflex (cx) artery with moderate calcification and moderate tortuosity. The 014 hi-torque pilot guide wire (gw) was advanced beyond the target lesion with resistance noted from the lesion. During pullback, the proximal shaft of the wire kinked. The gw was removed from the patient with resistance again from the lesion. There was not adverse patient effect and no clinically significant delay reported. The procedure was continued with another pilot gw. No additional information has been provided.